Event description:
The lay user/reporter contacted lifescan in 2009, and alleged that the pt's one touch ultra meter was displaying the error 2 message. The alleged issue first occurred in the same month. About 21 days after the product issue began, the pt reportedly experienced low blood sugar symptoms (specific symptoms not provided). The pt reportedly received IV fluids from the emergency medical services (unk what was given through the IV). At the time of troubleshooting, it was verified that the error 2 occurred when inserting the test strips. This was not a new product and the pt's testing technique was reviewed to be correct. The condition of the test strips was damaged. This complaint is being reported because, the reporter claimed that the pt experienced low blood glucose symptoms after the product issue began, and received IV fluids from the emergency medical services. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.